Manufacturer narrative:
Sensor 3mh001rykkh has been returned and investigated. No physical damage observed on the sensor patch, and no issues were observed with the returned adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A caller reported that the customer's freestyle libre 2 sensor detached prematurely. The customer did not have another method to monitor glucose and subsequently experienced cold sweats and seizures. The customer was treated with glucagon injection and food by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's freestyle libre 2 sensor detached prematurely. The customer did not have another method to monitor glucose, and subsequently experienced cold sweats and seizures. The customer was treated with glucagon injection and food by a third-party. There was no report of death or permanent injury associated with this event.